Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter, translated from chinese: when a nurse was about to use a needle-free closed infusion connector to infuse a patient, she found that the connector was blocked.

Manufacturer narrative:
H6: investigation summary: a 2000e china product was not available for investigation, however the customer indicates that the complaint sample was from lot 21045806. From the information provided by the customer it appears that a complete occlusion was observed; and further information indicates that a weigao infusion set was used at the time of the occlusion being observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045806 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite needle-free valve was clogged. The following information was provided by the initial reporter, translated from chinese: when a nurse was about to use a needle-free closed infusion connector to infuse a patient, she found that the connector was blocked.